Event description:
Procedure: vatspatient sex: unkduring the surgery the sulu's were used consecutively to transect the thoracic wedge. However, the staples did not properly form properly and the anastomosis was not created properly. Bleeding occurred and the surgeon repaired the tissue by suturing and firing another sulu over the tissue. It should be noted that the surgeon reports the sulu anvil used with the poor staple line was bent. This type anvil damage is typically indicative of misapplication.